Event description:
It was reported by patient's counsel as a result of a legal claim that allegedly the patient underwent an open reduction and internal fixation surgery to repair a left intertrochanteric subtrochanteric femur fracture on (B)(6) 2011, in which a stryker omega 3 dhs long plate and screws were used. It is furthered alleged the patient experienced ¿a variety of symptoms of metallosis, namely, debilitating pain in her left hip and leg.¿ requiring revision surgery on (B)(6) 2023.

Manufacturer narrative:
Please note the correction to h6 device code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported by patient's counsel as a result of a legal claim that allegedly the patient underwent an open reduction and internal fixation surgery to repair a left intertrochanteric subtrochanteric femur fracture on (B)(6) 2011, in which a stryker omega 3 dhs long plate and screws were used. It is furthered alleged the patient experienced ¿a variety of symptoms of metallosis, namely, debilitating pain in her left hip and leg.¿ requiring revision surgery on (B)(6) 2023.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.